Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2011. After this date, the device failed its automatic self test due to a low battery. There is no evidence of the device switching itself on automatically. The investigation did reveal damage to the device speaker and replaced it. The low battery warning was delivered because the pad-pak in the device was depleted to the point where the battery management system was triggered. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.